Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6)2024, the patient reported that the insulin was not coming out of tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.